Manufacturer narrative:
The quality investigation is complete. Device discarded by customer.

Event description:
It was reported that post operatively, it was noted that the blade broke during its removal from the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that post operatively, it was noted that the blade broke during its removal from the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 : device not available for return.